Event description:
On-market instability for platelets with cell-dyn 22 calibrator lots 3098 and 3099 is being experienced. The calibrator could read higher by at least 10% on the cell-dyn ruby and as much as 22% on the cell-dyn 3200. If this calibrator is used and the calibration factor on the instrument is adjusted, a negative platelet sample bias could result. As a precaution, lot 3100 was also removed from use. A recall was issued and reported under 21 cfr 806 to the FDA district office on 09/26/2006. Abbott has not received any reports of adverse events related to the affected lots of cell-dyn 22 calibrators.

Manufacturer narrative:
Investigation to determine the cause of the stability issue is ongoing. This is a final report.